Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent lap herniography on (B)(6) 2019 and suture was used. During the procedure, the suture detached at the swage point from the needle. The surgery was delayed five minutes due to the reported event. The procedure was successfully completed. There were no fragments generated. The procedure was completed with another device of the same product code. There were no patient consequences reported.